Event description:
The pt was diagnosed with breast cancer in 1988 and mastectomies were performed in 1988 and 1989. Bilateral reconstruction of her breast was done 1989 and 1990. Physical examination of the pt prior to surgery indicated a very soft right breast which flowed easily into the axillary area. Surgery verified a ruptured right breast implant. The left implant was intact; however, the surgeon accidentally ruptured it during explantation. After removal of silicone gel in the breast region. Saline-filled bilateral prostheses were implanted.